Event description:
.Additional information received reported that there was no mass. The device system was used to infuse morphine, bupivacaine, and clonidine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient still had his pump. It was reported he would like to have his pump replaced however no neurosurgeon would replace it due to the patient's medical history; he was not a surgical candidate at this time. The pump still "seemed" to work well and the patient reportedly has had no issues or complaints related to the therapy. This event was also reported under manufacturer report # 3007566237-2013-03817 [a healthcare provider (hcp) reported that the device had been malfunctioning for awhile. They were planning on performing a dye study to troubleshoot the device further. The hcp inquired if an 8540 kit could be used to access the catheter access port of an isomed pump. The medication was infused was unknown. An hcp reported later reported they had reviewed the catheter access port kit information and procedures. The catheter dye study was to begin in about a half hour.]. Any additional information received will be reported under this manufacturer report number (#3007566237-2013-03224).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) regarding a patient receiving intrathecal clonidine 315 mcg/ml at 157.5 mcg/day, bupivacaine 24 mg/ml at 12 mg/day, and morphine 47 mg/ml at 23.5 mg/day. The indications for use were non-malignant pain and other non-malignant pain. For two years, the patient had a loss of therapy. It was unknown if this was a sudden or gradual change in therapy/symptoms. The patient was previously seeing a different hcp. Over the past few refills, the actual reservoir volume (arv) was greater than the expected reservoir volume (erv) by 15ml. The hcp was unsure what the actual volumes were. The hcp stated that the patient told him he had a catheter access port (cap) dye study, but the hcp was seeing no x-rays as a result of this or interpretation. The cause of the volume discrepancies, actions/interventions taken, and the patient outcome were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.

Event description:
It was reported that an MRI was to be performed of the total spine to rule out a possible inflammatory mass along with possible kinks and/or misplacement of the catheter due to neurological symptoms. No other details or timelines of the issue were known by the reporter. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had an MRI on (B)(6) 2013 and then had a consultation with neurosurgery and another CT on (B)(6) 2013. The patient did not undergo any surgical intervention. The reporter was unsure what the reason for the patient's neurological symptoms was. It was later reported that the patient had neurological complaints in his legs which had caused the concern for a granuloma. The MRI results then showed there was no granuloma. There were also no kinks and the catheter was not misplaced. A dye study was then performed on (B)(6) 2013 and the catheter was determined to be patent. It was reported the patient's neurological symptoms were not related to the pump but a cause for the symptoms had not been determined. The symptoms had since resolved. It was reported the health care provider (hcp) believed the patient was "malfunctioning though." The hcp indicated the output was decreasing, when the patient would come in, there would be 15 to 20 percent more drug in the pump than expected. It was also reported the residual volume had been getting progressively higher. It was noted this had started one and a half to two years ago. When the dye study was done, the hcp had done the math based on viscosity and "everything else" and it was determined the patient's pump was under infusing by 15.8%. It was noted the patient wasn't experiencing any symptoms due to under infusion as far as the hcp was aware. The patient hadn't been scheduled for pump replacement surgery because the patient was not a surgical candidate. It was reported the patient was "too sick" to be taken back to the operating room. No interventions were planned at the time of report. The hcp had no further information to provide.

Manufacturer narrative:
Product ID: 8709, lot# j10930r29, implanted: (B)(6) 2001, product type: catheter. (B)(4).